Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. Shortly after, the lead was found to be dislodged, and a second procedure was performed where this lead was explanted and replaced. No additional adverse patient effects were reported outside of the additional surgery needed to replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This ingevity+ lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. The lead passed continuity and hipot testing which indicated that the conductor coils and inner insulation were intact. The reported clinical observation of dislodgement could not be confirmed through analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. Shortly after, the lead was found to be dislodged, and a second procedure was performed where this lead was explanted and replaced. No additional adverse patient effects were reported outside of the additional surgery needed to replace the lead. The explanted lead was returned for analysis.